Event description:
It was reported that the patient removed a pod due to the needle not deploying at pod activation and the personal device manager (pdm) notifying the patient to discard the pod. Shortly after removing the pod, the needle deployed and pink slide moved forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. The device was reset and rerun successfully without reproducing timeouts and drive stall observed in the original data. During investigation the needle mechanism was was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed on the needle or drive mechanisms. It could not conclusively determined if the observed drive stall caused the device to deploy late. The cause of the reported event could not be determined. No damages or defects were observed in the bottom housing or e-seal.